Event description:
Additional information received indicated that the baseline mean gradient prior to the transcatheter valve initial implant measured 36.4 millimeters of mercury (mm hg). The transcatheter valve was implanted at 4 millimeters (mm) for both the non-coronary sinus (ncs) and the left coronary sinus (lcs). The discharge gradients measured 7.4 mmhg. Following the valve implant a platelet inhibitor was discontinued and an anticoagulant was started.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 11 months following the implant of the transcatheter bioprosthetic aortic valve and echocardiogram identified an increased mean pressure gradient from 15.2 millimeters of mercury (mm hg) to 22.7 mmhg. The patient was asymptomatic and with (B)(6). Approximately 7 months later an echocardiogram identified the mean gradient increased to 41.2 mmhg with possible leaflet thrombosis. Shortness of breath presented, and the nyha class rose to ii. The platelet inhibitor was changed to an anticoagulant. Approximately 6 months later another echocardiogram was performed and the mean gradient decreased to 18 mmhg. The patient remained nyha class ii and the anticoagulant was continued. The event was ongoing.